Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support to report leaking from the cartridge again. During review of the supply change process, it was identified that the patient had been attaching the cartridge to the connector before inserting it into the device. The patient was advised that this was not the correct supply change procedure and was instructed to insert the cartridge into the device first and then attach the connector to help prevent leaking issues. The patient acknowledged the education provided and stated they would follow the correct process going forward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.